Event description:
It was reported that a critical alarm occurred. An empty reservoir alarm occurred on (B)(6) 2014. It was noted the patient was in the hospital for a heart attack. Diagnostics had consisted of checking logs. There were no patient symptoms or complications associated with the event. The patient¿s status at the time of this report was listed as ¿alive - no injury¿. It was noted that the patient remained in the hospital for cardiac events not related to the pump. The managing health care provider (hcp) was notified of the empty reservoir. The device system was used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10894r31, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was also reported that the device manufacturer representative was &#49345;lled to check that the motor stall recovered after MRI&#56205;